Event description:
During an ablation procedure, no ECG signals were available. The patches were replaced and the connections were checked with no resolution. The procedure was cancelled.

Event description:
There were no adverse patient consequences.

Manufacturer narrative:
The reported event of no ECG signal was confirmed. During investigation, the communication dropped and an error ¿amplifier disconnected¿ message was received on the live screen of the workmate claris system indicating that the communication between the workmate claris system and the amplifier terminated unexpectedly. The ECG signals dropped due to a drop in communication. During the evaluation, the amplifier status was reviewed including the single board computer (sbc) temperature and voltage sensors. The amplifier status revealed a fluctuating microprocessor core temperature that exceeded the predetermined limit during operation. As designed, the single board computer initiated a system shutdown as the microprocessor operating temperature was approaching a predefined threshold. The fluctuating temperature exceeding the predetermined limits is consistent with an intermittent sbc board.